Manufacturer narrative:
Tracking #.45481. Based on the info rec'd and the visual and functional testing, it was found that the clamp arm of the lcs was bent causing the jaws to not close correctly. No conclusion could be reached as to what may have caused the clamp arm to be bent.

Event description:
It was reported during a bilateral oophorectomy when attaching the blade to the hand piece, the tissue pad on the lcs would not close down all the way to meet the blade. A new lcs was opended to complete the case. There was no consequence to the pt.